Event description:
It was reported this balloon catheter would not inflate during measurement of an arterial septum defect. Visualization under radiological guidance revealed an air bubble forming in the pt's left atrium. The air bubble was pushed into the left ventricle and into the aorta. The pt experienced severe tachycardia with an ECG suggestive of an air embolism in the coronary arteries. Oxygen and ephedrin were administered which resolved the signs of coronary ischemia within five minutes. The pt's hemodynamic condition remained stable. The pt underwent a neurological examination the following day and there was no evidence of sequelae of a cerebral air embolism. Inspection of the balloon catheter following withdrawal from the pt revealed a balloon rupture. To date, the device has not been received by this MFR. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the exact cause of this event at this time. Directions for use state: "medi-tech occlusion balloon catheters are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemmorrhage, chemotherapeutic drug infusion and renal opacification pressures. Any use for precedures other than those indicated in the instructions is not recommended.